Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an issue when upgrading the software version. The language changed to english, all setting items were displayed as 'value', and the screen stopped responding to touch. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator service required error relating to 'internal battery failed' was found in the devices' error log. The service technician states that the internal battery was replaced to resolve the issue. Additionally, the not-reportable software upgrade issue was reproduced. A 'sw upgrade failure' error code was found in the device's error log. The service technician states that error was resolved by upgrading the software successfully. Also, a not-reportable 'detach batt failed' error was also found in the device's error log. The detachable battery needs to be replaced to resolve the error but the battery is on a current backorder awaiting restock.

Manufacturer narrative:
The reported internal battery failure error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.